Event description:
The company was informed that the patient reportedly used his device only at school. The school did not think he heard with the device. Troubleshooting determined that the device was not functioning as required. The patient's device was explanted. The surgeon noted that the device was not originally implanted in the required place. The patient was reimplanted with another advanced bionics cochlear implant.